Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Visual inspection of the device found the I-beam stem was well fixed and the tibial component was not. This created unintended stress on the taper, leading to fracture. No dimensional evaluation was attempted or necessary. The feature that fractured cannot be measured because the components are locked together.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-02929-1 / 02930-1).

Event description:
Patient reported to have undergone right total knee arthroplasty on (B)(6) 2011. Patient further reported that a revision procedure occurred on (B)(6) 2015 due to alleged pain. Patient also alleged that the tibia component was noted to have fractured and that all components were replaced with cement spacers due to inflamed tissue from metal shavings. Additional information received in patient medical records indicates that the patient fell multiple times prior to the revision procedure. Medical records further indicate bone loss, osteolysis and effusion on the right knee. Revision operative notes indicate that the right knee revision procedure took place on (B)(6) 2015 and confirmed the fracture of the tibial tray and noted synovitis with metal tinged fluid throughout the knee. All components were removed and replaced with cement spacers. The patient was reimplanted on (B)(6) 2015. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." Number 15 states, "postoperative pain." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-02929 / 02930).

Event description:
It was reported that patient underwent an initial right total knee arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2015 due to pain. During the procedure, it was noted that the tibia was snapped off at the plate. All components were removed and replaced with cement spacer molds due to inflamed tissue from metal shavings. Patient was reimplanted on (B)(6) 2015. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.